Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
Additional information received indicated that the plaintiff's cause of death was reported as abdominal sepsis and stercoral colitis.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, emotional distress, and a product problem. It was also reported that the plaintiff experienced vaginal infection, vaginal vault prolapse, frequency, nocturia, urge incontinence, leakage, vaginal bleeding, recurrent prolapse, pelvic pain, bladder erythema, and exposed vaginal mesh. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: (B)(4).